Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that during a reduction of a total hip, the surgeon noted that the poly liner had fractured. He had to remove the poly liner and replace it with a new one.

Manufacturer narrative:
The polyethylene liner was returned for review. Visual inspection confirmed that the liner rim feature fractured; however remained attached to the liner. The damage is too severe for dimensional analysis. The device was also autoclaved prior to return. The reported device is used for treatment. The device was used in an approved and compatible combination. Review of the complaint history for lot code associated with the liner identified no prior complaints for this lot. Based on the information provided, the liner fractured while reducing the hip. Primary notes were not provided. It could not be verified whether the components were implanted with the correct fit and orientation as per the surgical technique. With the information provided a specific cause could not be determined.